Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements. Review of a presenting electrogram (egm) noted lv loss of capture (loc). The lv outputs were increased. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).